Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen gel stent in the left eye and that 6 years later, the stent "started to fail" as it had become bent in the subconjunctival space due to fibrosis. A subconjunctiva; needling released the original xen device, although flow was confirmed to be reestablished so a second device was implanted.